Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's device was not pairing with the transmitter. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2015 and could confirm the reported loss of connection. A definitive root cause could not be determined. No additional patient or event information is available.